Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure, the tip of the screwdrivers were discovered as stripped. There was no surgical consequence reported. The surgery was completed successfully with another available instrument. No fragments were created. No adverse patient consequence reported. This report is for one (1) viper system polyaxial screw driver t20. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e1: reporters state: (B)(6). Investigation summary: background: tip of screwdrivers are stripped. Noticed during surgery. No surgery impact. Surgery completed successfully with another available instruments. No fragments were created. No adverse patient harm. Patient status good, as intended. H6: investigation flow: damage background: tip of screwdrivers are stripped. Noticed during surgery. No surgery impact. Surgery completed successfully with another available instruments. No fragments were created. No adverse patient harm. Patient status good, as intended. Investigation flow: damage. Visual inspection: the viper universal poly driver (part #: 279734000, lot #: mi84958) was received showing the distal tip was broken and the broken piece is not returned. No other issues were identified with the returned components of the device. Device failure/defect was identified. Dimensional inspection: the outer diameter of the shaft was measured to be within the specification. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed mis: si quick connect poly screwdriver, assembly: dwg-887007888, rev. D. Mis: si quick connect poly screwdriver, t20 driver shaft: dwg-887007891, rev. B. Complaint was confirmed. The device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the viper universal poly driver (part #: 279734000, lot #: mi84958) as the device received was broken. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history lot: a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi84958 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 08 may 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.